Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. The device communicated properly with contour next bg meter. The device had minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that he had issues with his meter and the pump. Customer's blood glucose level was 155 mg/dl this morning. Customer was sweating but stated that he could not see. Customer checked his blood glucose level and it was 217 mg/dl. Customer reported that his act button does not work and is hard when he presses it. Customer is feeling a little better and is getting his site back. His current blood glucose level is 152 mg/dl. Customer stated that this is a low for him. Customer was advised to monitor and treat accordingly. Customer thinks the meter is giving him accurate readings. Customer was walked through the steps to turn off the sensor. Customer successfully turned off the sensor feature. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.